Event description:
Guidewire torn off. Advanced a guidewire without confirmation of proper puncture into the vein (puncture needle was placed out of the vein). Attempted to remove the guide wire with a needle due to difficulty in forwarding the guidewire, but unable to remove. Then only guidewire was removed from the body, and it was probably damaged by the needle. An unraveled edge of coil was torn off the surface. Opposite of the unraveled edge was cut off by scissors in order to explant from the pt. The guidewire was stuck within the costoclavicular space.

Manufacturer narrative:
This complaint is confirmed and will be recorded as user related. As evidenced by the sample returned, the guidewire has been damaged through use. The damage incurred to the guidewire exhibits severe elongation to the outer coils and separation of the center wire from its distal weld tip. It should be noted that the section of wire that contains the ?j? Bend and distal weld tip was not returned for eval. The user should not pull back the guidewire over the needle bevel as this may damage or sever the end of the guidewire. The product IFU cautions the user, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. This appears to be a user technique issue. The product IFU gives instructions on the proper placement techniques and removal of the guidewire.